Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and failure analysis did not replicate or confirm the customer reported event. Failure analysis found the primary failure of could not reproduce to be related to the customer reported complaint. There were no exposed wire observed during visual inspection. The instrument articulated as expected during manual articulation. The grips opened and closed properly. The instrument was fully functional. No product issue was identified.

Manufacturer narrative:
Based on the claim against the product by the customer noting exposed black wires at the tip, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the device as it is pending return. A follow-up MDR will be submitted when failure analysis has completed their investigation of the device. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the force bipolar instrument had black wires exposed at the tip. There was no report of patient involvement or reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting exposed black wires at the tip, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the device as it is pending return. A follow-up MDR will be submitted when failure analysis has completed their investigation of the device. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the force bipolar instrument had black wires exposed at the tip. There was no report of patient involvement or reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.